Manufacturer narrative:
(B)(4) date sent: 08/05/2021 d4: batch # u5c767 device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs29a device arrived with the anvil no returned. The breakaway washer was not present and there were staples present. The device was tested for functionality with a test anvil and a new washer. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line, and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date of event: unknown, captured as awareness date. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? No further information is available. What confirmation was received that the device was fully fired? No further information is available. Did the device staple? No further information is available. Was the staple line complete? No further information is available. Were there any staples missing from the staple line? No further information is available. What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? No further information is available. Were the staples seen in the surgical field? No further information is available. Did the device cut? No further information is available. Was the cut line fully circumferential around the target tissue? No further information is available. If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How many counter-clockwise revolutions were used to open the device? No further information is available. How was it confirmed that the anvil was free from the tissue prior to removing? No further information is available. After firing was the adjusting knob turned ? To ? Revolutions? No further information is available. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? No further information is available. No further information will be provided." If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, it was found the staples had been protruded when a nurse removed the anvil from the trocar. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.